Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found both p1 & p2 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a defective transducer. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the dyonics 25 control unit pressure transducers difference was greater than 5 mmhg. No case reported; therefore, there was no patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).